Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2665 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "a patient had a PICC line placed on (B)(6) 2022 and had it replaced yesterday due to a leak below the red hub; when flushed, the line leaked around the base of the hub. I tested the red hub and it is leaking as stated. It is nearly 2 months old." No other information was provided."